Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 26 unopened pouches to analyze the three cases. Analysis and results: there are no previous complaints of this code-batch. Received the same day three different cases from the same end customer of this code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. Tightness test to the samples received has been performed and the units are tight. Sewing test on artificial skin tissue has been conducted with the samples received and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one as can be seen in enclosed picture before and after sewing test. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: finland. Three of the cats were re-operated because the thread was fraying. All med watch submissions to this related to this report are: 3003639970-2018-00251, 3003639970-2018-00252.